Event description:
It was reported that, during an office follow-up, the low energy shock impedance was 150 ohms. Technical services reviewed the latitude impedance data for the device. The weekly low-energy shock impedances have been over 100 ohms for the last year. The impedances are high but within normal limits. Technical services discussed the data with the clinic. Later, the entire system was explanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during an office follow-up, the low energy shock impedance was 150 ohms. Technical services reviewed the latitude impedance data for the device. The weekly low-energy shock impedances have been over 100 ohms for the last year. The impedances are high but within normal limits. Technical services discussed the data with the clinic. Later, the entire system was explanted. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.